Manufacturer narrative:
(B)(4). Investigation results a fully constrained wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the guidewire access sheath section). Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. No other issues were noted with the stent and delivery system. The damages noted with the returned device were consistent with excessive force being applied to the delivery system during use. Given the event description and the condition of the returned device, the investigation concluded that the observed failures were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during a biliary drainage with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the delivery system was unable to advance to the target location. The device was removed from the patient with stent fully covered by the outer sheath. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the guidewire access sheath section).